Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, once heartstring seal would not load properly during loading of the heartstring device into the delivery tube. The surgeon pressed the green buttons but the seal did not fold properly. The procedure was completed using a replacement device. There were no patient consequences.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.